Event description:
PICC catheter inserted in 2006. 7 days later pump showed occlusion - rn suspected PICC catheter clotted. Rn removed tape and found catheter broken off from winged extension. Catheter was removed by rn. Physician at bedside during removal.